Event description:
It was reported that the customer receive multiple occlusion alarms during bolus delivery. Reportedly, customer's blood glucose level was impacted (elevated). The customer reverted to manual injections but indicated that pump therapy would be resumed.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.